Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed two energy checks and performed four treatments on that day. The energy was stable during this period. The logfile shows four successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about seventy seconds before the start of the treatment and not immediately before the treatment. The surgeon lost vacuum two, three times during the docking process/before the treatment. Suction ring and patient interface were docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Through observation by the company representative, the surgeon's technique under the system was good, with no clear evidence to anticipate any epithelial defects through the surgery. The surgeon was ultimately unsure of what may have caused this, noting a possibility of a pre-existing condition of the patient. No technical root cause could be determined for the reported event as the provided and evaluated information suggests the product is within specifications. The root cause could not be identified conclusively. However, docking issues may contribute to cases comparable to the reported one. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when preparing to lift the flap in the patient¿s left eye the surgeon used a merocele spear and noticed loose epithelial tissue inferiorly as appeared two air bubbles and lift the flap without any complications, and placed contact bandage lens after surgery.